Event description:
It has been reported that the device monitor screen went black and now will not complete boot cycle.

Event description:
It has been reported that the device monitor screen went black and now will not complete boot cycle.